Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the teflon sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The distal and proximal portion of the iabc bladder was noted wrapped (or considered twisted); the middle portion of the iabc bladder was noted fully un-wrapped. Bends to the iabc central lumen were noted at approximately 18.3cm and 69cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No blood was noted within the helium pathway. The customer submitted photos were reviewed. The first photo shows the pump strip with abnormal balloon pressure waveforms and "possible helium loss 3, sub-code 2" alarm. The second photo shows the serial number of the iabc. The serial number noted in the photo matches the serial number reported on the complaint report. In the third photo, the distal and proximal portion of the iabc bladder was noted wrapped (or considered twisted) and was not fully unwrapped. The remaining photos through show the ac3 pump display screen with abnormal balloon pressure waveforms. The customer submitted photos in the attached email were re-viewed. The photo shows the alarm history on the ac3 pump display with a "large helium leak, subcode 4" and multiple "possible helium loss 3, subcode 2" alarms. The other photo in the attached email shows the ac3 pump display screen with abnormal balloon pressure waveforms. The findings noted in the attached photos are related and consistent with a twisted bladder. The bladder thickness was measured at six points with measurements ranging from 0.0061in-0.0066in and was within specification of process document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The middle portion of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 18cm and 68.8cm from the iabc distal tip, which are the locations of the previously noted bends. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab would not inflate completely is confirmed. During the investigation, the distal and proximal portion of the iabc bladder was noted twisted. During functional testing, the bladder would not fully inflate or unwrap. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported" about helium loss alarms that had been occurring irregularly from the time the patient had arrived in the ccu. The patient has a regular rhythm with frequent multifocal pvcs. [The user] states that they are continuing to have helium loss alarms and very poor augmentation". Additional information states that the iab catheter was removed and the medical team decided to use another device of a different brand to continue therapy. The patient's current condition is reported as "critical."

Manufacturer narrative:
(B)(4).

Event description:
It was reported " about helium loss alarms that had been occurring irregularly from the time the patient had arrived in the ccu. The patient has a regular rhythm with frequent multifocal pvcs.[the user] states that they are continuing to have helium loss alarms and very poor augmentation". Additional information states that the iab catheter was removed and the medical team decided to use another device of a different brand to continue therapy. The patient's current condition is reported as "critical".